Event description:
Healthcare professional reported that after injection in the glabellar region with juvederm ultra xc, the pt experienced swelling, redness, a "lump and tightness" at the injection site six months later. Pt was treated with hyaluronidase and was prescribed ciprofloxacin. Symptoms are ongoing at this time, yet are now "less firm and less swollen."

Manufacturer narrative:
Medwatch sent to FDA on 03/05/2013. Device labeling: undesirable effects: the pts must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. Induration or nodules at the injection site. Pts must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment. Any other undesirable side effects associated with injection of juvederm ultra xc must be reported to the distributor and/or to the MFR.